Event description:
It was reported that during a lsh procedure, the active blade broke, completely detached from the device. The case was completed with a new device of the same product code. There was no pt consequence.